Event description:
The customer reported via phone call that her last sensor's electrode was missing when she removed the over tape. She used a flashlight to check if the electrode was stuck in her skin but did not see anything. The customer stated it was possible that the electrode was pulled out with the needle because the needle was hard to remove at insertion. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated two opened/used enlite sensors and found both sensors with cannula bent inside sensor. We were unable to confirm if customer received sensors in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.